Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2016, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Followed up every six months thereafter. No visits since 2019 and no follow-up for two years. On unknown date but (B)(6) 2021, at an outpatient visit an angiography revealed a proximal type I endoleak and an aneurysm of right internal iliac artery. On (B)(6) 2022, a reintervention was performed. One additional stent graft was implanted to extend proximally. Two additional stent grafts were implanted distally to extend to the right external iliac artery with embolizing the right internal iliac artery using coil. The endoleak was resolved. The patient tolerated the procedure. Additional information about this case was received from fsa on january 26th: the device implanted in the right iliac artery was a contralateral leg of gore® excluder® aaa endoprostheses. The catalogue number and the serial number were unknown. Based on the CT imaging, it might be pxt181400j. Additional information was provided by the fsa on february 7, 2022. The distal end of the contralateral leg landed at approximately 5 mm proximally from the branch of the right internal iliac artery and the right external iliac artery. It was unlikely that the contralateral leg was contributing to the right internal iliac artery aneurysm.